Manufacturer narrative:
The investigation into the limb ischemia and the access site bleeding has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the cause of the limb ischemia was most likely patient condition related since the patient required increases in inotropic support and the cause of the access site bleeding was most likely use related since the bleeding resolved with manual pressure. The failure modes will be monitored and trended. As noted in the impella IFU, ischemia is a known potential adverse event associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 59 year old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) presented for impella support. The patient had an impella cp support ongoing when the impella-accessed limb was seen to be "compromised" with distal flow decreased/pulselessness down the leg. The cp was explanted to due limb ischemia concerns and the patient was escalated to the 5.5 pump. The 5.5 pump was via the surgical axillary access. After the cp was explanted the site was surgically repaired and doppler pulses returned and the limb felt less cool.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Additional information for the initial MFR 1220648-2023-02215 was provided in sections b5, d6a, d6b, h1, and h6. The investigations for the reported limb ischemia and access site bleeding have been completed. Product was not returned for review. Based on clinical description, the cause of the limb ischemia was most likely patient condition related since the patient required increases in inotropic support & the cause of the access site bleeding was most likely use related since the bleeding resolved with manual pressure. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The patient received total of 1 unit packed red blood cells, 2 units of platelets, 500mls of albumin and 20mg of protamine during the surgical repair of the impella cp site after explant.